Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported machine on site. The control printed circuit board (pcb) has been replaced and sent back for investigation. The returned control pcb has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 4 days. It passed another pre-use check after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.